Event description:
Information received indicates the nurse call is not working.

Manufacturer narrative:
The technician found loose pins in the communication cable. The technician repaired the pins and installed a cable saver to repair the bed.